Event description:
According to facility administrator, fiber leak occurred while pt was undergoing dialysis; dialysate tested positive. Extracorporeal volume of blood discarded was reported as 175 cc. No medical intervention required, no pt adverse effects. Actual sample was discarded on day of event, but have companion sample. Ref 9700634, 1st of 2 related pirs.